Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset alarm occurred. Customer's blood glucose was 124 mg/dl. At the time of the report, customer declined to reload the cartridge to reset the pump. Tandem technical support educated customer on how to resume insulin delivery.